Manufacturer narrative:
(B)(4). ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device, provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient did not follow therapy steps during peritoneal dialysis (pd) therapy. The patient connected to the setup before priming had properly completed. The patient would complete therapy by starting over with new supplies. There was not patient injury or medical intervention associated with this event. No additional information is available.